Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6).a supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) does not lock back in place when the box is reinserted. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, e1 (initial reporter, event site email), e3, g3, g6, h11. Corrected fields: h6 (investigation findings, component codes).

Event description:
It was reported that prior to use the cardiosave intra-aortic balloon pump (iabp) had issue when putting box back in did not lock back in place. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11. A getinge field service engineer (fse) add/replenish the missing pan head screws to the latch on the transport-hook. Precautionary service: replaced primary 9v battery alkaline and screw kit from customer stock. Verification: ran all the tests in accordance with the manufacturer¿s specifications. All tests are within range.